Event description:
Device # 2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of a moderately calcified common femoral artery after an interventional procedure. Reportedly, a needle-to-cuff miss occurred. When the needle plunger was removed, no suture was preset. The device was removed over a guide wire and a second proglide device was used with the same results. A third proglide was used to achieve hemostasis. There were no reported pt adverse effects. No additional info was provided.

Manufacturer narrative:
(B)(4) - pt selection- (B)(4). Device # 1: part # 12673-03, lot# 90005-6h indicated is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.